Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015 explanted: product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient has a new neurologist who they had seen the week prior to date notified, and that the healthcare professional (hcp) changed the settings to group a when the patient had been on group b. The hcp told the patient to change the group settings back to b if group a wasn't successful after several days. Assistance was given on how to use the patient programmer (pp) to change group settings. The patient had tried changing group settings on (B)(6) but could not get it to stick. When attempting to pull up the left implant settings they encountered an information screen with a picture of a lock and key flashing on the screen. It was then stated that they successfully pulled up the settings by pressing the orange sync button, resolving the issue. Therapy settings were checked which showed the left implantable neurostimulator (ins) as on, and the right ins as off, with the patient then turning therapy back on for the right ins. Follow up with the hcp is to be conducted. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders. See related regulatory report 3004209178-2017-05962.